Manufacturer narrative:
Investigation - evaluation . A review of the device history record, instructions for use (IFU), quality control data, and imaging was conducted during the investigation. Radiographic images were provided and reviewed. There was evidence of severely tortuous and inferiorly angled right common iliac artery (cia), which caused constriction of the mid right cia and shift in the stent position as it exited the main body gate by reducing the lumen space. It was also noted that there was a change in the angle of flow divider stent after the first secondary intervention due to the focal twisting of the stent. Therefore, the right cia angulation, tortuous vessel, focal twisting of the stent and patients pre-existing condition (mild occlusive disease and mild calcification) possibly caused narrowing of the lumen , which would have reduced the blood flow by creating the shear forces in the artery and stimulated thrombus/neointimal hyperplasia. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Review of the device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU" vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing(less than approximately 20mm ID in the aorta or 7 to 8 m ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). Based on the information provided and results of the investigation the most likely root cause of the reported event may be related to the patient's pre-existing per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
It was reported that approximately 26 months post endovascular aneurysm repair (evar) for treatment of abdominal aortic aneurysm. The patient underwent additional intervention to place a manufacturer's 10 mm x 38 mm extension across the right iliac limb stenosis and post-dilate with 12 mm x 4 cm at 9 atmospheres(atm) balloon catheter. Percutaneous transluminal angioplasty of left iliac limb was completed using 12 mm x 4 cm balloon catheter at 9 atm. Post-procedure angiogram results confirmed resolution of the stenosis with no rupture or dissection of the vessel. No other adverse events or follow up visits were reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be sent upon conclusion.

Event description:
Secondary intervention to treat thrombus in bilateral iliac limbs 816 days post-procedure. Under general anesthesia, the patient underwent placement of a three-piece aaa endovascular graft. A 26 mm x 98 mm zenith low profile aaa endovascular graft main body component, a 16 mm x 74 mm ipsilateral (right) iliac leg graft, and a 16 mm x 74 mm contralateral (left) iliac leg graft were deployed. The proximal edge of the graft material was deployed distal to the renal arteries. A molding balloon was used during the procedure without difficulty or complications. No ancillary components were used and no additional procedures were performed. The completion angiogram demonstrated that the endovascular graft was patent with no evidence of a kink or an endoleak. Core lab analysis of the completion angiogram noted a patent graft with no evidence of a kink or endoleaks. The patient¿s estimated blood loss was 100 cc and no blood products were given intra-operatively. No patient-related adverse events were observed during the procedure. On (B)(6) 2014, the patient was discharged taking anticoagulant and antiplatelet medication. On (B)(6) 2015 (102 days post-procedure), the patient underwent a secondary intervention to correct device stenosis of the right iliac limb. Angioplasty was performed and a stent was placed. On (B)(6) 2017 (816 days post-procedure), ivus revealed 50% thrombus in right iliac limb and < 50% thrombus in the left iliac limb. Another manufacturer's 10 mm x 38 mm extension was placed across the right iliac limb stenosis and post-dilated with another manufacturer's 12 mm x 4 cm at 9 atm balloon catheter. Percutaneous transluminal angioplasty of left iliac limb using 12 mm x 4 cm balloon catheter at 9 atm. Completion angiogram confirmed resolution of the stenosis with no rupture or dissection of the vessel. No other adverse events or follow up visits have been reported.